Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013 with a letter from a patient¿s daughter who reported the death of her mother directly back to synthes (B)(4). It was reported that the patient was implanted with a click¿x system and 3 transforaminal lumbar interbody fusion cages on (B)(6) 2011, but never really recovered after surgery. This is report 1 of 1 for complaint (B)(4). This report is for unknown part of click¿x system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Additional product code nkb. (B)(6). Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.